Event description:
Pt was on a cardiothoracic step down unit with spacelabs telemetry monitoring in place. Pt experienced vf arrest that was noted on unit telemetry and central telemetry. Staff responded appropriately and patient was treated effectively. In code review, there was question and concern by nurses and telemetry staff if an alarm occurred and the alarm was audible. This was reported to spacelabs. To be certain audible alarms were active a vfib/vtach alarm was replicated with a test patient. Spacelab monitoring did recognize this lethal arrhythmia on both the patient and the test patient, however, the current alarm for lethal arrhythmias are the same alarm (tone, volume and sound) as all other non-critical alarms. This is no distinguishing tone that separates noises, leads off , low battery to vfib/ vtach/asystole (lethal arrhythmias). It is critical that a lethal arrhythmia is not only detected correctly but alarms differently to allow staff to respond appropriately in an emergency manner to defibrillate and provide CPR in the critical timeframe.